Manufacturer narrative:
In response to FDA report number mw5090310. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency, capsular contracture, baker grade unknown, and "multiple lumps on both sides of breast." Patient also reported ¿diagnosed with autoimmune issues,¿ ¿nausea,¿ ¿vomiting,¿ ¿fatigue,¿ ¿disabled from job,¿ ¿blood leaking from right nipple,¿ ¿autoimmune system crashed,¿ ¿right lung nodules originally diagnosed as metastic was reclassified as nontuberculous mycobacteria,¿ ¿respiratory arrest while undergoing bronchoscopy,¿ ¿vomited blood and was dehydrated,¿ ¿esophageal dysmotility,¿ ¿gastroparesis,¿ ¿lost 50 lbs,¿ and ¿weakness;" these events are not related to the device. Device remains implanted. This record is for the right side.

Manufacturer narrative:
The event of symmastia and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: symmastia and seroma.

Event description:
Patient representative later reported symmastia and seroma.